Event description:
Generator product analysis (pa) was completed. The reported ¿pain/painful stim¿ and ¿muscle spasms¿ are outside of the scope of the pa lab; however, proper generator function was verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The generator output was monitored for 24 hours and there was no variation in the delivered output. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Lead pa was completed. The reported ¿pain/painful stim¿ were beyond the scope of the pa lab. The condition of the returned lead was consistent with the conditions typical of explanted leads. Continuity checks of the returned lead portion identified no discontinuities. Setscrew marks at the connector pin indicate that at one time good mechanical/electrical connection existed between the generator and lead. Based on the findings in the product analysis lab, there are no anomalies identified with the returned portions. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
It was reported that the patient has experienced fluttering and muscle pain at the neck site. The patient underwent full revision surgery. The reason for surgery was noted to be related to the adverse events. The explanted devices were received by the manufacturer. Product analysis has not been completed on the suspect device to date. No additional relevant information has been received to date.